Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: DHR review for: part #387.358 /lot #2698269; manufacturing location: (B)(4); manufacturing date: 16 feb. 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during an anterior lumbar interbody fusion (alif) surgery the synframe guide rod broke during tightening of a retractor blade. They used another device from the set. The surgery was prolonged about 5 minutes, there was no adverse event. No information available about patient condition and outcome. This complaint involves 1 part. Concomitant reported part: 1x retractor blade (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed for part# 387.358, lot# 2698269. The received rod is broken at the guiding coupling. Furthermore we found slightly wear and tear signs and that the bolt with the hexagonal end is bent. The manufacturing documents were reviewed and no deviations from the normal manufacturing process were found. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We assume that the breakage was most likely caused by an excessive force application during its use which has finally led to the breakage and malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.